Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not calibrating or working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the touchscreen was not calibrating or working properly. The customer performed touchscreen calibration, but the issue remained. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) ordered the replacement touchscreen, and upon receiving the new part, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.